Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a clave¿ neutral connector where it was reported that the morphine drip was leaking at the connection between the blue nad that connects to the medline. It was noted that the morphine was flushed out of the line before sending it. There was patient involvement and no human harm.

Manufacturer narrative:
One (1) used. List #b3300, clave¿ neutral connector connected to an unknown, extension tubing were returned for evaluation. As received no physical damage or anomalies were observed. The whole set and standalone were tested as per procedure and no leaks was observed. The male luer of the clave and the female luer of the mating device met the iso design specifications. Complaint of leaks cannot be confirmed or replicated. Lot history review could not be conducted because no lot number(s) was/were identified.